Event description:
Reported smelling something burning when testing device. Customer stated the complexion of the device changed and display screen had different colors. Customer indicated the power went out on the device and the customer was unable to get a result. No treatment was received. No controls were used. A request was made for return product and replacement product was sent.